Event description:
It was reported that an ilet user experienced prolonged wake-up times and intermittent unresponsiveness of the sleep/wake function, sometimes requiring placement on the charger to wake the device; the user also reported cleaning the device with alcohol and cotton and noted that holding and tapping the sleep/wake button did not promptly wake the device, although the device functioned normally during guided testing with support. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical interventions. Investigation included on-call troubleshooting and user education to observe and record the behavior for confirmation. Investigation of this case revealed that the issue could not be reproduced during testing and suggested intermittent device behavior consistent with a potential sleep/wake control responsiveness concern. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.